Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, broken shell and others, missing shell (0-25%). A visual and microscopic analysis were performed which identified: sharp broken on radius and striated opening on anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as an unidentified (tear) opening, a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and rupture diagnosed via MRI.

Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted.